Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. The follow-up report will be sent when investigational results are available.

Event description:
Customer's family member reported customer received glucose readings of 276 mg/dl and 245 mg/dl on their freestyle freedom meter and self-treated with her regular diabetic medication off of those readings, which resulted in symptoms of hypoglycemia and loss of consciousness. The paramedics were called, however, no treatment was administered. The customer was not transported to a health care facility. The caller further reported the customer ate food to alleviate the symptoms. During troubleshooting with adc customer service, it was discovered that their meter was not calibrated for the test strips in use and customer service educated the caller how to properly set the calibration code. There was no report of death or permanent impairment associated with this medical event.